Event description:
It was initially reported in MFR report #1644487-2020-01033 that the patient was diagnosed with vocal cord paralysis and obstructive sleep apnea related to vns. Further information was received indicating that the physician attributed the left vocal cord paralysis to vns surgery. The physician indicated that the obstructive sleep apnea was due to vns stimulation. Therefore vocal cord paralysis is reported in MFR report #: 1644487-2020-01236 and the obstructive sleep apnea is reported in mfg report #: 1644487-2020-01033. Diagnostics were noted to be within normal limits since the patient was implanted. The only intervention taken is parameter adjustments to optimize vns efficacy and minimize adverse effects. No known surgical intervention in regard to the vocal cord paralysis has occurred to date. No other relevant information has been received to date.